Event description:
Atrial oversensing observed on high atrial rate episodes and during an in-office visit with manipulation to device in pocket lead broke during explantation resulting in tip electrode being left in body (rv). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).